Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2016-00911. It was reported the patient has been receiving inadequate coverage since being implanted. X-rays were taken and no anomalies were found. The patient will undergo surgical intervention on a later date to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-00911. Follow-up revealed the patient's leads were explanted and replaced (with a single lead/different model). It was also reported the doctor electively explanted and replaced the patient's ipg (with a different model). Surgical intervention resolved the patient's issue.